Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
The customer reported alarm light emitting diode (led) failed. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by a philips remote service engineer (rse). The reported malfunction was confirmed. The power switch overlay that will resolve the reported issue was delivered. The item will be installed upon delivery of remaining purchased parts, power supply and flow sensor. No other anomaly was reported.